Event description:
It was reported that the staff noted that the intra-aortic balloon (iab) failed to inflate after insertion. As a result, a new iab was used and inserted at the same insertion site to complete treatment. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn# (B)(4). Teleflex received the device for investigation. The reported complaint that the "iab catheter failed to inflate after insertion" is not confirmed. The returned iab bladder was fully intact with no abnormalities noted. The returned device passed visual and functional test specifications. The root cause of the complaint is undetermined. Additionally, a packaging retention sleeve was noted on the iabc bladder and the original packaging tray was noted with damage to the "arrow" packaging sticker which retains the iabc bladder in the packaging tray. This damage indicates the iabc was not prepped correctly per the instructions for use (IFU) and can result in damage to the iabc. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. An in-service has been requested to reiterate the instructions for use (IFU) to the customer.

Manufacturer narrative:
Qn#(B)(4). No part has returned to teleflex chelmsford for investigation. The reported complaint that the "iab catheter failed to inflate after insertion" is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the staff noted that the intra-aortic balloon (iab) failed to inflate after insertion. As a result, a new iab was used and inserted at the same insertion site to complete treatment. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that the staff noted that the intra-aortic balloon (iab) failed to inflate after insertion. As a result, a new iab was used and inserted at the same insertion site to complete treatment. There was no report of patient complications, serious injury or death.